Event description:
Right retrograde pyelogram with right ureteroscopy, stone manipulation that was not retrieved and placement of double j stent performed. While surgeon attempting to manipulate the stone, the shaft of the four wire stone basket broke. The broken section was retrieved. Surgeon requests device be sent to the manufacturer for analysis of defect.